Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was alarming "motor fault." There was no patient involvement associated with this issue.

Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the ventilator failed the performance test due to a "motor fault." The fsr checked for loose connections and checked the transducers. The fsr replaced the motor and completed the user verification test and operational verification procedure. The device meets manufacturer's specifications. The vyaire medical failure analysis laboratory received the suspect component, a vela turbine, and evaluated the component. An evaluation of the component did not confirm or duplicate the reported issue. The vela turbine operated without fault.